Event description:
Related manufacturer reference number 1627487-2021-16941. Related manufacturer reference number 1627487-2022-00464. It was reported that patient¿s system was autoreducing. As a result, surgical intervention was undertaken wherein the ipg and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. There were no reported allegations against the returned incomplete lead extension. Inspection of the extension found that it was cut as a result of the explant procedure and only the terminal end segment (2.5cm in length) and a lead body segment (48.7cm in length) was returned. This segment was stuck in the header of the returned ipg, port 1-8.